Event description:
It was reported that after a hysterectomy procedure, the patient returned wtih either necrotizing fascitis or granuloma. The pt was returned to the or for debridement of the suture line.